Event description:
It was reported upon explant of an impella cp a patient experienced bleeding and continued hypertension. A fem stop had been placed and had caused a massive hematoma. The patient began to decompensate and a retroperitoneal bleed was found by computed tomography scan. The patient coded multiple times and expired.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Manufacturer narrative:
Investigation summary: cardiac arrest: the cause of the injury was unable to be determined due to insufficient clinical details. Asae/hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details. Major bleed: the cause of the injury was not determined due to insufficient clinical details.